Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was placed on (B)(6) 2020, and the patient was told not to charge for two weeks. The patient asked why this was. The patient was told that their battery should last two weeks, but their charge only lasted 36 hours. No symptoms or patient complications were reported.